Manufacturer narrative:
(B)(4).

Event description:
The ins (stimulator) was not effectively managing the symptoms. Patient had bladder surgery, it did not involve ins, just her bladder. There were no trauma/falls reported that could be related to this issue. Patient did not mention any injuries. The stimulation issue reported was not related to positional movement. Troubleshooting resolved reported issue. Symptoms reported was leakage. This was consider a sudden change in therapy/symptoms. Event date was in 2015. Patient stated as 6-8 months ago. The patient's husband may have accidentally turned his wife's stimulation off with pp (patient programmer) 3 months ago thinking he was turning of her pp. However, the leakage began prior to the time frame, 6-8 months ago. Patient does not intend to follow up with any hcp (healthcare provider). Caller could not increase stimulation because ins was turned off. This was verified on call. Pp working as designed. Patient was trying to increase stimulation at time of call. Outcome of event was unknown. Issue was resolved using labeling to educate patient and caller. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that it "was not working," leading to the device not effectively managing her symptoms/leakages. In order to resolve the issue, the staff walked her through a correction.